Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found the device was in bvvi mode. Device image analysis showed that bvvi occurred due to device reset which is consistent with code corruption. The original battery had depleted to normal eol level.

Event description:
This report is to advise of an event observed during analysis.